Event description:
The customer reported that while the unit was in use on a patient, the unit generated a maintenance required code #3 alarm (balloon transducer offset failure). The patient was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The customer representative found high drive pressure, low vacuum, and electrical failure codes #52 and 53 in the fault journal. The drive manifold assembly (p/n 0104-00-0018) and k6 solenoid (p/n 0119-00-0170) were replaced. Performed complete performance and functional tests. The unit functioned normally and was returned to the customer. (B)(4).